Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that their device is stuck in reboot or it shows the error device restarted all seating set back to default values. There was no reported pt impact.